Manufacturer narrative:
Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event requested from the customer but information not yet provided. .relevant tests / laboratory data - this is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this is not applicable as the medical device does not have a serial number. Expiration date missing & UDI information missing. If implanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. Reprocessor name and address - this is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. Device manufacture date missing. If nd, give protocol # - this is not applicable as the medical device is not ind. Adverse event terms - this is not applicable to medical devices. Device code / method missing. If remedial action initiated , check type - this is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Alpha unit was calibrated and the customer is reporting inconsistent readings and probe check fails.

Manufacturer narrative:
Update on 17th january 2020: awaiting further information in relation to the investigation of this suspect unit.

Manufacturer narrative:
(B)(6)2019- investigation of the issue not complete, waiting for an update on the location of the device to complete an evaluation.

Manufacturer narrative:
Waiting for an update on the location of the device to complete an evaluation.